Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. It was further reported that there was a white residue all over the top of the pump. The device was filled with fluorouracil 5000 mg in 115 ml sodium chloride 0.9%. This occurred prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added: h4: the device was manufactured from december 11, 2019 - december 13, 2019. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph and a speck of white drug residue located near the fillport area was identified. The reported condition was verified during initial inspection and due to the nature of the returned sample, no additional testing could be performed. The reported condition was verified. The cause of the condition was not determined; however the most probable cause of the condition is a supplier manufacturing related issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information/correction was added to h10. H10: the most probable cause of the condition was due to user technique during the filling step. Drug fluorouacil (5-fu) has the tendency to turn into white crystallized residue when its liquid form is exposed in the open air for a certain amount of time. During the filling step, drops of drug liquid from the syringe may have inadvertently dropped near the fillport area, then the drops of drug liquid turned into white crystallized residue over time. Should additional relevant information become available, a supplemental report will be submitted